Event description:
It was reported the insulin pump kept alarming no delivery at different times. Customer was bolusing when alarm occurred. Customer's blood glucose was 115 mg/dl. Alarm and possible causes were explained to the nurse. Nurse stated they are currently working with customer to change setting to control high blood glucose. Nurse stated the customer could only insert on her left side due to having surgery on her right side. Nurse was advised the customer should speak to her doctor to talk about other sites customer could use. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.